Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that is "broken unknown problem"; this condition had the potential to interrupt delivery. This condition was found in a nursing home. It is unknown when this event occurred. There was no reported patient involvement, injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported flogard infusion pump with broken unknown problem was confirmed but not reproduced by service. Since this is a stay-in device, the quality engineer concluded that the root cause could not be confirmed and will be coded as not identified. The pump was not repaired at this time because it is a stay-in device owned by baxter.